Event description:
It was reported to philips that the device indicated that service was required. The status log indicated that there was a therapy knob failure. There was no reported patient involvement.